Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discontinued orders were displayed on the station. A technical support specialist (tss) dialed into the server and verified in patients, visits and orders that the provided order ids did not initially have an end date and were not marked as discontinued. Order patient and cast order queries were run, xml messages were reviewed, and no processing errors were identified. Later tss confirmed that messages were processing successfully. Further investigation showed that discontinued messages were received for the affected orders, but subsequent update messages reactivated them, causing the orders to remain active on the stations. The customer was advised to contact cerner to resend the discontinue messages and later customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server order ID for gabapentin for a patient had been discontinued by the user but was still displayed on the device as available for dispensing. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server order ID for gabapentin for a patient had been discontinued by the user but was still displayed on the device as available for dispensing. However, there were no delays, adverse events or injuries reported based on this event.